Manufacturer narrative:
According to the report, "eight patients from dr. (B)(6) institution have been identified with suspected "shrinkage" of sg hemi pa patches after undergoing norwood procedure." Almost all patients have hypoplastic left heart syndrome. This report represents the third of eight patients. The following additional information was received from the surgeon via a phone conversation with the cryolife clinical research department: "currently, 8 patients from dr. (B)(6) institution have been identified with suspected 'shrinkage' of sg hemi pa patches after undergoing norwood procedure. Almost all patients w/hlhs [ with hypoplastic left heart syndrome]. Only two of these are dr. (B)(6) patients - remaining 6 are from other surgeons. Per dr. (B)(6), angiograms will be most important to look at [as one] can see structure/anatomy of the obstructions before surgery. [Dr. (B)(6)] plan[s] to compare angiograms pre/post-reoperation/reintervention." It was also noted during the call that both of dr. (B)(6) patients required reoperation. "One patient is currently on the transplant list due to failing right ventricle (5 month old) [and] currently has proximal obstruction with 30mmhg gradient. Second patient is doing well s/p [status post] reoperation. [The patient] presented with gradient within a month post-norwood procedure [and] underwent reoperation ('repatched') at two months post-norwood." Further information from the call indicated the "problem [is that] patches are 'shrinking' down and resulting in proximal and distal obstructions. 'Shrink' = restenosis, recoarctation (of patched aorta). Per dr. (B)(6), 'proximal obstructions concern us the most.' Proximal obstructions do not yield very well to balloon angioplasty, and then, as a result, require reoperation. Not sure if they had ever seen a proximal obstruction until last year (also later stated: 'never seen it before until last 2 years'). [There is an] unusually high incidence of obstruction at proximal end of patch just above neoaortic valve [and] do not expect to see a gradient from a big pulmonary valve flowing into large patched ascending aorta." Regarding distal obstructions, "obstruction on distal end of the patch [is] not unexpected. Very large patched ascending aorta transfer to a much smaller native aorta (patched aorta is often 2-3x the size of remaining native aorta (where patch is anastomosed)). Gradient not unexpected here; [there is a] large patched aorta flowing into small native aorta ('garden hose into a straw')." There is a "very low threshold for reintervention/reoperation in norwood patients. [Surgeons] like gradient to be zero, but over 10mmhg gets their attention. Distal yields well to balloon angioplasty, proximal does not, [and] dr. (B)(6) is not sure why this is the case. The reason for low threshold for reintervention [is that] norwood patients have only one ventricle (right ventricle) to support [and surgeons] need to correct any structural problem in neoaorta before it begins to create problems without the right ventricle [rv] (rv heart failure, pulmonary hypertension, etc.). Balloon angioplasty is often tried first, [and dr. (B)(6)] did not see/observe anything abnormal when inspecting explanted sg patch tissue at time of reop[eration. He] uses all sg hemi pa patches for reops: 'removes obstructed area/repatches." At the end of the call, dr. (B)(6) stated that he "is going to personally review/correlate all echo/angio/clinical data for each patient presenting with obstruction post-norwood." This includes "finding out total number of norwoods done at their institution and number of patients with obstructions, finding out number of norwood patients presenting with shrinking/obstructions who had standard vs. Sg patches, and finding out how many norwood patients presented with proximal obstructions [again, sg vs. Standard patches]." The notes from the call continue to state "currently, dr. (B)(6) cardiology fellows are looking up and compiling all clinical information, sids, operative reports, pre/post-op echos, pre/post-op angios, and any other relevant data. Dr. (B)(6) wants to see and demonstrate what each obstruction looks like via angiograms." This information was to be provided to cryolife after (B)(6) 2015 upon dr. (B)(6) return from a mission trip. Follow-up emails were sent to dr. (B)(6) on 09/24/2015 and 10/05/2015 to determine if the data was available; however, no response was received to either email. A review of allograft processing records was not performed as sids for the allografts are unknown. The dates of implant are unknown; therefore, shipping records could not be queried for possible allografts shipped to the hospital. A review was performed of the available information. According to the email feedback received from dr. (B)(6), "we have seen several synergraft hemi pa patches (6-8) over 2 years shrink in our newborns after a norwood procedure." The norwood procedure is the first stage of a 3-part surgical palliation procedure to correct hypoplastic left heart syndrome (hlhs). Hlhs constitutes a spectrum of cardiac anomalies that result in underdevelopment of left-sided heart structures. It is characterized by underdevelopment of the aorta, aortic valve, left ventricle, mitral valve, and left atrium, resulting in severe or total obstruction of blood flow from the left ventricle. Coarctation of the aorta (narrowing of the aorta) is the most frequently associated anomaly with hlhs, and it may impede retrograde blood flow to a diminutive ascending aorta. Without some form of intervention, hlhs is universally fatal within the first weeks of life, and is the most common cause of cardiac-related death in children less than one month of age. The four basic underlying goals of the norwood procedure include: relieve systemic outflow obstruction, provide unobstructed coronary blood flow, create a nonrestrictive atrial septal communication, and provide an adequate and regulated source of pulmonary blood flow. The norwood palliation of hlhs includes constructing a neo-aorta utilizing the pulmonary root, ascending aorta, and cryopreserved homograft tissue (the patch material). The ductal tissue is resected and the augmentation of the aortic arch and site of coarctation is carried out. Pulmonary blood flow is provided by placement of a shunt. The norwood procedure is performed shortly after birth within the first week of life. The second procedure, known was the bi-directional glenn or hemi-fontan, is performed between 3-6 months of age, and the final stage, known as the fontan, between 18 months-5 years of age. Recoarctation of the neoaorta is widely recognized as a common complication after the norwood procedure, with rates from the literature ranging from 11% to 37%. Several studies have attempted to identify preoperative (patient) and intraoperative (surgical technique) risk factors associated with recoarctation of the aorta following the norwood procedure. However, the association of pre-operative (patient-related) and intra-operative (technique-related) risk factors predisposing a patient to recoarctation after the norwood procedure have not been well characterized and are not well understood. For example, a retrospective review of 124 norwood patients by cleuziou et al. Was unable to identify any independent risk factors related to recoarctation. Additional studies have also tried to identify risk factors associated with recoarctation. A study of 117 norwood patients by ashcraft, et al. Reported that age, gender, weight, ascending aorta diameter, ventricular morphology, primary anatomic diagnosis, and incomplete coarctation shelf resection were not significant predictors of recoarctation or reintervention, while a report of 289 norwood patients by sakurai et al. Demonstrated size of ascending aorta and incomplete resection of coarctation tissue to be significant risk factors for recoarctation. Similarly, ashcraft et al. Reported that, although not statistically significant (p=0.09), the use of bovine pericardium trended toward an increased risk of recoarctation over time compared with the use of pulmonary artery homograft, while a study by cleuziou et al. Reported patch material to not be a risk factor. The norwood procedure has evolved over time, resulting in various modifications to the basic norwood procedure and other surgical strategies. However, despite the conflicting evidence and variation in technique, the vast majority of the literature supports the excision and removal of coarctation and residual ductal tissue to reduce the risk of recoarctation and subsequent reintervention following the norwood procedure. There is one publication by knepp et al. (2011) that describes the use of sg and standard hemi patch material for neonatal aortic arch reconstruction. The root cause of the reported event is unknown. The specific relationship between sgph00 and the reported event cannot be assessed at this time without further information. The IFU provides the following information: "cryopatch sg is human biological tissue and, as such, presents considerable anatomical variation. Specific allograft attributes (representing normal biological variation) and donor-specific information are described in the allograft diagram and the certificate of assurance supplied with each allograft," "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to the allograft or packaging," and "cryopatch sg is indicated for repair or reconstruction of the right ventricular outflow tract."

Event description:
According to the report, "eight patients from dr. (B)(6) institution have been identified with suspected "shrinkage" of sg hemi pa patches after undergoing norwood procedure." Almost all patients have hypoplastic left heart syndrome. This report represents the third of eight patients.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "eight patients from (B)(6) have been identified with suspected "shrinkage" of sg hemi pa patches after undergoing norwood procedure." Almost all patients have hypoplastic left heart syndrome. This report represents the third of eight patients.